Event description:
It was reported that customer lost charger during trip and requested information to purchase replacement cable. There was no reported impact to the customer¿s blood glucose level. Customer declined offer for email link to online store, stated they would obtain link independently, and case was closed with no further action taken by technical support.